Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-09132. During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular and atrial leads, which in turn resulted in inappropriate automatic mode switch. No intervention was performed at this time. The patient was stable and will continue to be monitored.